Manufacturer narrative:
The impella device was not returned, and the investigation has been completed. The root cause of access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient had draining from the access site. The patient had some swelling on the side. Angiomax was held and support was continued.